Event description:
The customer stated that they generated three (3) erroneous erratic patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) with negative anion gap involving the dxc 700 au clinical chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided verbally provided patient data for two (2) patient samples.

Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the device. To resolve the issue, the customer replaced the anti-static brush which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).